Event description:
It was reported that there was a hole in the patient line of the homechoice cassette which resulted in a leak. This was observed during initial drain of peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted with ending the therapy session. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.